Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer stated that he did not receive a no delivery alarm from the pump. The customer stated that he was hospitalized for diabetic ketoacidosis.